Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. It was found that the patient's right ventricular (rv) lead was exhibiting high, out of range pacing impedance. It was also found that the rv lead exhibited an increased capture threshold with loss of capture also noted. The lead was capped and replaced on (B)(6) 2020. The patient was stable.